Manufacturer narrative:
Section g2: health professional was selected as a report source. Section a4: during processing of this incident, further information regarding weight was requested but not received. A patient experiencing ineffective stimulation was reported to abbott. The system was removed per patient's request. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient had their system explanted on (B)(4) 2024 due to not receiving effective stimulation.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4); serial: (B)(6); batch: a000088604

Event description:
It was reported patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue. Investigation was unable to determine which lead was at fault.